Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a low anterior resection procedure the device cut through but did not staple during anastomosis of the proximal and distal part of the bowels. The patient needed a colostomy. Device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable.